Event description:
Device malfunction: device breakage. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis, surgically removed. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified artery after an interventional procedure. Reportedly, the device broke at the guide. The broken device was surgically removed. Hemostasis was achieved using an unk method. There were no reported adverse pt sequelae. No add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. A review of the device history record for this lot did not produce any finding relevant to this report.